Manufacturer narrative:
The device is not available to be returned, to the MFR, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
"Approximately 3 weeks ago, the device fell out of the pt. The customer is investigating how long the device was in-situe and the date of the insertion". The catheter is sutured externally for 6-8 weeks. Then a small IV hand dressing or no dressing per pt's preference. The pts did not experience any injuries related to catheter dislodgement or interruption of flolan.